Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted. Signs of clinical usage and evidence of blood were observed. Blood was observed on the c-ring. The c-ring was observed to be cut in half but remained attached to the cannula. No other visual defects were detected. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the entire cannula from the handle to the tip of the c-ring. It was observed that the c-ring was transected longitudinally between the flanking curved sections. The broken c-ring remained attached to the cannula due to the presence of a retention rib and the scope wash tubing. Microscopic inspection showed melted c-ring cut edges. The blue toggle on the cannula handle and the co2 tubing were intact. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut " was confirmed.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.